Event description:
The info provided to sjm indicated a pt underwent aortic valve replacement with a 23mm sjm epic valve (model: e100-23a-00, serial: (B)(4)). The pt presented with sudden onset blurred vision, increased pannus formation and stenosis with prosthetic aortic valve dysfunction. Abnormal gradient and aortic regurgitation were confirmed by an echocardiogram on (B)(6) 2013. The pt was hospitalized on (B)(6) 2013 with congestive heart failure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported aortic regurgitation remains unk.